Event description:
The customer reported an inability to obtain etco2 readings during a patient event. The involved patient died. The customer did not allege the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4). The customer reported an inability to obtain etco2 readings during a patient event. The involved patient died. The customer did not allege the device played a role in the patient's outcome. The device was evaluated by a philips field service engineer. The etco2 port was found dislodged. Review of the event summary showed no etco2 numeric or waveform for the duration of the event. The fse reseated the connector. The device passed testing and was returned to service. We are considering this physical damage as the etco2 connector port was dislodged and pushed into the device. Reseating the connector resolved the issue.